Event description:
According to the facility, the l&d department had a medline balloon cath malfunction inside a patient. The facility stated the patient said she heard a pop and thought her water broke.

Manufacturer narrative:
According to the facility, the l&d department had a medline balloon cath malfunction inside a patient. The facility stated the patient said she heard a pop and thought her water broke. Foley bulb found to have ruptured inside the patient. The vagina/cervix was inspected with a sterile speculum and no remanence of the fb located; however, there was also nothing left on the catheter. The patient was to be inspected thoroughly after delivery to ensure no pieces left in uterine cavity. The facility believed the foley was not replaced and that there was no serious injury. A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.